Manufacturer narrative:
Evidence of charring at the power harness connection was reported. The customer was sent replacement pcb and cable. There was no report of exposure to operator or impact to pt results. There were no reports of injuries, visible flames, smoke emission, and the fire department not called.

Event description:
Customer reported power connector burnt.